Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00786155 npi 8015 error 132.3000. Comm board- failed tamper switch. Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: biomed need assistance on 8015 sn (B)(4) having an error 132.3000. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: see case notes. Case resolution: biomed need assistance on 8015 sn (B)(4) having an error 132.3000, resolution is to replaced faulty tampered switch. Biomed will go ahead and replaced the tampered swicth. Ref: (B)(4).